Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left circumflex (dlcx) with moderate calcification and moderate tortuosity. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, resistance was noted and the bdc failed to cross due to the anatomy. Therefore, the bdc was removed and resistance was also noted with the anatomy. A different size trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.